Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported a spectrum pump overinfused medication to a patient during therapy in the inpatient ward (medication, rate, and volume to be infused unknown). It was also reported there was no patient injury.